Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. There was no button error alarm noted during testing. The insulin pump was unable to perform functional check including rewind and basic occlusion, occlusion, prime, compromised force sensor the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to no esc button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, reservoir tube window, reservoir tube window corner and battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer fell off the bike and got the button error alarm. Customer stated insulin pump had scratches on the screen. Troubleshooting was done. Customer's blood glucose was 20 mmol/l. Customer treated with manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).